Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to locate the patient prior to discharge and need to create temporary account to proceed with the necessary documentation. A technical support specialist (tss) accessed server to investigate knowledge article "patient in admitted status not showing on station" where a patient in admitted status was not visible on the station. It was found that the preadmission lead hours for the station were set to 0, requiring an exact match between admit and preadmit times. The stations had this value set to 72 hours, allowing earlier visibility. Due to time zone differences station and server using pacific time and the database using this mismatch affected patient visibility. The tss advised updating the stations hours to match other stations. The customer applied the change and confirmed resolution. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary nurses had not been able to find patient details prior to discharge and required to create a temporary account. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.